Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received an occlusion alarm. A supply change was performed and during the cartridge loading process multiple cartridge change error messages occurred when the user attempted to load multiple new cartridges. There was no known impact to the customer's blood glucose (bg) level. The contact reported that the customer would use alternate therapy for insulin therapy.